Event description:
A nurse reported a system message displayed and a footswitch issue occurred, prior to surgery, even after the footswitch connector was reseated twice. Additional information was received from the nurse indicating that the reported event occurred during the procedure. The case was completed using an alternate procedure, extracapsular cataract extraction (ecce), and phacoemulsification was not used. There was no patient harm reported.

Manufacturer narrative:
The company representative examined the system and replicated the customer reported footswitch issue. The footswitch interface printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The root cause of the footswitch issues was found to be a combination of board grounding configuration, component ratings, and board layout issues. An internal investigation has been opened to address this issue. (B)(4).